Event description:
It was reported that the light source displayed error code b30. The issue occurred during preparation for use. There were no reports of patient involvement or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, another potential adverse event was noted where the lamp was easy to burn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the communication error with the scope occurred due to a failure in the output socket. The lamp issue is likely due to a failure of lamp. Olympus will continue to monitor field performance for this device.